Manufacturer narrative:
(B)(4).

Event description:
It was reported that alert received stating transmitter was not good anymore occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error . The probable cause could not be determined. The reported event of a alert received stating transmitter was not good anymore is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.